Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead could not be implanted due to unsatisfactory high pacing lead impedance and high capture threshold measurements. Another lead was implanted instead. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.